Event description:
It was reported that the irrigation roller pump of the sonopet console ceased operating. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation and the complaint was confirmed. During the evaluation process the console was disassembled and visually examined. During this examination, it was observed the front panel bar was missing. The console was repaired, cleaned, lubed, adjusted and returned to the customer.